Event description:
This lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2013 due to access issues. This lead was an attempted implant and was surgically abandoned due to access issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).